Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lower breathing system was disassembled and cleaned and lubricant was applied to absorbent canister check valves to resolve the issue. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. (B)(4).

Event description:
The hospital reported elevated fico2 readings. There was no report of patient injury.